Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the based on related (B)(4) evaluation, the arctic sun device had a cooling malfunction, system did not cool.

Event description:
It was reported that the based on related (B)(4) evaluation, the arctic sun device had a cooling malfunction, system did not cool.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. No repairs were done because the device was too costly to repair. No testing done. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,f,h. All available UDI information is being provided. Initial reporter name: (B)(6) warehouse. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.